Event description:
It was reported that this device declared a fault code-1003 indicative of voltage too low for remaining capacity and is depleting prematurely. This device remains in service. A safe replacement interval calculation was completed. No additional adverse patient effects were reported.